Event description:
Pt with no known history of heart disease admitted emergently with signs and symptoms of acute coronary syndrome. Left cardiac catheterization with ventriculography and percutaneous coronary intervention to the native lad performed. Procedure complicated by distal embolization of clot into the distal lad and apical region. Taxus drug-eluding stent 2.75mm x 28mm was advanced to the lad lesion and balloon would not pull back out of the stent. The balloon was initially inflated at 14 atms, then again at 14 atms, 10 atms, 14 atms, 1 atm and 16 atms with no success. After maneuvering the balloon for 25 minutes, the stent was successfully deployed. Once the stent housing was out, an angiogram revealed extensive clot within the proximal lad, left main and mid lad. Attempted thrombectomy. Also had to repair a dissection in the mid lad distal to the initial stent. Pt tolerated remaining procedure well with mild chest pain post-procedure and went to ICU. Experienced minimal EKG changes and mild chest pain over next 24 hours. Returned to cardiac cath for successful angioplasty of the right coronary artery 3 days later and was discharged home five days after the initial cardiac event.